Manufacturer narrative:
E was initially received via regulatory authority (food and drug administration, reference number: mw5042386) on 06-jul-2015. The most recent information was received on 18-sep-2018. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("bleed so heavy its to the point where she was soaking a pad half and hour / abnormal heaving bleeding") in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity, arthritis, menometrorrhagia, bipolar disorder, hypertension, asthma, cervical dysplasia, migraine and latex allergy. Concomitant products included alprazolam, linaclotide (linzess) and oral contraceptive nos. On (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and depression ("depression"). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, the patient experienced weight increased ("weight gain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)") and constipation ("gastrointestinal or digestive problems; constipation"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe cramping / abdominal pain"), abdominal distension ("bloating"), muscle spasms ("muscle spasms"), migraine ("severe migraines"), pain ("pain / feels like being stabbed in her body / hurt"), blood pressure increased ("high blood pressure everyday"), the first episode of arthralgia ("excruciating joint pain"), asthenia ("weakness"), dizziness ("lightheaded"), syncope ("faint spells"), fatigue ("severe fatigue"), the second episode of arthralgia ("hip pain"), alopecia ("hair loss"), vision blurred ("blurred vision"), feeling abnormal ("she has been miserable almost 3 weeks to a month after essure has been placed"), back pain ("back pain") and pain in extremity ("leg pain"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy and bilateral salpingectomy with extraction of essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain and pain in extremity had resolved and the abdominal distension, muscle spasms, migraine, pain, blood pressure increased, asthenia, dizziness, syncope, fatigue, the last episode of arthralgia, weight increased, alopecia, vision blurred, feeling abnormal, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysmenorrhoea, dyspareunia, constipation and depression outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, asthenia, back pain, blood pressure increased, constipation, depression, dizziness, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, muscle spasms, pain, pain in extremity, pelvic pain, syncope, vaginal haemorrhage, vision blurred, weight increased, the first episode of arthralgia and the second episode of arthralgia to be related to essure. The reporter commented: current weight: 170 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.8 kg/sqm. Hysterectomy: on (B)(6) 2016: extraction of essure device. Ultrasound scan vagina: on (B)(6) 2015: devices working properly. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on 18-sep-2018: events- "abnormal bleeding (vaginal), abnormal bleeding(menorrhagia), apareunia (inability to have sexual intercourse), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), gastrointestinal or digestive problems; constipation, depression", reporter added from pfs. Concomitant condition added from medical record. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5042386) on (B)(6) 2015. The most recent information was received on (B)(6) 2019. This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)'), fallopian tube perforation ('perforation (fallopian tube(s)'), pelvic pain ('pelvic pain'), genital haemorrhage ('bleed so heavy its to the point where she was soaking a pad half and hour / abnormal heaving bleeding'), syncope ('faint spells') and suicidal ideation ('suicidal') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bipolar disorder, hypertension, asthma, cervical dysplasia, latex allergy, sexually transmitted disease (chlamydia, gonorrhea, hpv), bipolar disorder, hypertension, asthma, cervical dysplasia, latex allergy, heel exostosis, hernia repair and carpal tunnel release. On an unknown date patient underwent essure confirmation test. Result: other (please describe) unknown. Concurrent conditions included obesity, arthritis, menometrorrhagia, migraine, paratubal cyst and ovary enlarged. Concomitant products included alprazolam, linaclotide (linzess), oral contraceptive nos and pregabalin (lyrica) from 2014 to 2015. In december 2014, the patient had essure inserted. In january 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and depression ("depression"). In january 2016, the patient was found to have the first episode of weight increased ("weight gain") and experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)") and constipation ("gastrointestinal or digestive problems; constipation"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe cramping / abdominal pain"), abdominal distension ("bloating"), muscle spasms ("muscle spasms"), migraine ("severe migraines"), pain ("pain / feels like being stabbed in her body / hurt"), joint pain ("excruciating joint pain/knees pain"), asthenia ("weakness"), dizziness ("lightheaded"), syncope (seriousness criterion medically significant), fatigue ("severe fatigue"), pain in hip ("hip pain"), alopecia ("hair loss"), vision blurred ("blurred vision"), feeling abnormal ("she has been miserable almost 3 weeks to a month after essure has been placed"), back pain ("back pain/mild back pain"), pain in extremity ("leg pain"), urinary tract infection ("infection (bladder/ urinarytract/vaginal) type: uti"), post-traumatic stress disorder ("psychological or psychiatric problems condition:ptsp"), anxiety ("anxiety"), suicidal ideation (seriousness criterion medically significant), rash ("rashes or skin conditions type: patches on skin"), urinary incontinence ("bladder or urinary problems or changes"), nausea ("nausea"), nerve injury ("neurological conditions or problems type: nerve damage"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"), fall ("issue with legs giving out causing falls. Walks with a cane and only 35years old/legs go out and cause falls/fallinf out of tub bacause legs went out"), eye pain ("vision/eye problems: type: blurring and pain") and limb discomfort ("issue with legs giving out causing falls. Walks with a cane and only 35years old/legs go out and cause falls/fallinf out of tub bacause legs went out") and was found to have blood pressure increased ("high blood pressure everyday"), the second episode of weight increased ("weight gain") and hormone level abnormal ("hormonal changes describe"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy on (B)(6) 2016, hysterectomy with bilateral salpingectomy on (B)(6) 2016. And laparoscopic-assisted vaginal hysterectomy and bilateral salpingectomy with extraction of essure). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, fallopian tube perforation, abdominal distension, muscle spasms, migraine, pain, blood pressure increased, joint pain, asthenia, dizziness, syncope, fatigue, pain in hip, alopecia, vision blurred, feeling abnormal, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysmenorrhoea, dyspareunia, constipation, depression, urinary tract infection, post-traumatic stress disorder, anxiety, suicidal ideation, rash, urinary incontinence, nausea, nerve injury, the last episode of weight increased, irritable bowel syndrome, fall, eye pain, hormone level abnormal and limb discomfort outcome was unknown and the pelvic pain, genital haemorrhage, abdominal pain, back pain and pain in extremity had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, asthenia, back pain, blood pressure increased, constipation, depression, dizziness, dysmenorrhoea, dyspareunia, eye pain, fall, fallopian tube perforation, fatigue, feeling abnormal, female sexual dysfunction, genital haemorrhage, hormone level abnormal, irritable bowel syndrome, joint pain, limb discomfort, menorrhagia, migraine, muscle spasms, nausea, nerve injury, pain, pain in extremity, pelvic pain, post-traumatic stress disorder, rash, suicidal ideation, syncope, urinary incontinence, urinary tract infection, uterine perforation, vaginal haemorrhage, vision blurred, the first episode of weight increased, pain in hip and the second episode of weight increased to be related to essure. The reporter commented: current weight: 170 lbs. Discrepancy noted as per previous fu: insertion date of essure: (B)(6) 2015. She had essure placed in january of 2015 (discrepancy noted) (as provided in mr). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.8 kg/sqm. Hysterectomy - on (B)(6) 2016: results: extraction of essure device. Pathology test - on (B)(6) 2016: pathologic diagnosis: 1. Uterus, cervix, bilateral fallopian tubes: nondysplastic endocervix and ectocervix with focal mild chronic inflammation and squamous metaplasia., secretory pattern endometrium without hyperplasia or malignancy., unremarkable myometrium., morphologically normal cross-sections of bilateral fallopian tubes with two benign paratubal cysts on right; both fallopian tubes contain luminal coiled wires.. Ultrasound scan vagina - on (B)(6) 2015: results: devices working properly. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: pelvic pain, dysmenorrhea, and menorrhagia. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet and medical record received. Events: hormonal changes describe, abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: uti, ptsp, anxiety, suicidal, rashes or skin conditions type: patches on skin, bladder or urinary problems or changes, nausea, neurological conditions or problems type: nerve damage, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), perforation (fallopian tube(s), perforation (uterus), gastrointestinal or digestive system condition type: ibs, other injury(ies) or complication please describe: issue with legs giving out causing falls, vision/eye problems-type: pain. Concomitant drugs, conditions and lab data were added. Reporter's information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority food and drug administration (reference number: mw5042386) on 06-jul-2015. The most recent information was received on 02-aug-2017. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("bleed so heavy its to the point where she was soaking a pad half and hour / abnormal heaving bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe cramping / abdominal pain"), abdominal distension ("bloating"), muscle spasms ("muscle spasms"), migraine ("severe migraines"), pain ("pain / feels like being stabbed in her body / hurt"), blood pressure increased ("high blood pressure everyday"), the first episode of arthralgia ("excruciating joint pain"), asthenia ("weakness"), dizziness ("lightheaded"), syncope ("faint spells"), fatigue ("severe fatigue"), the second episode of arthralgia ("hip pain"), weight increased ("weight gain"), alopecia ("hair loss"), vision blurred ("blurred vision"), feeling abnormal ("she has been miserable almost 3 weeks to a month after essure has been placed"), back pain ("back pain") and pain in extremity ("leg pain"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy and bilateral salpingectomy with extraction of essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain and pain in extremity had resolved and the abdominal distension, muscle spasms, migraine, pain, blood pressure increased, asthenia, dizziness, syncope, fatigue, the last episode of arthralgia, weight increased, alopecia, vision blurred and feeling abnormal outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, asthenia, back pain, blood pressure increased, dizziness, fatigue, feeling abnormal, genital haemorrhage, migraine, muscle spasms, pain, pain in extremity, pelvic pain, syncope, vision blurred, weight increased, the first episode of arthralgia and the second episode of arthralgia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterectomy - on (B)(6) 2016: extraction of essure device. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on 2-aug-2017: events added: pelvic pain and leg pain, back pain. Laparoscopic-assisted vaginal hysterectomy and bilateral salpingectomy with extraction of essure was performed on (B)(6) 2016. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.